Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during the fluid/air exchange, no air came into the eye during a vitrectomy procedure. The eye got soft so they switched back to fluid while they exchanged the tubing. The procedure was completed following a two to three minute delay to exchange the tubing. There was no harm to the pt.